Manufacturer narrative:
The reported event of noise was not confirmed. Analysis was normal. No anomalies were found.

Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of the right ventricular (rv) lead, it was noted that there were several noise reversion episodes. No programming changes were made to the rv lead. The patient was in stable condition.